Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
It was reported that the patient's left hip was revised due to altr and dissociation of the head from the stem. Intra-operatively, it was discovered that the trunnion then damaged the liner. The stem, head, and liner were revised. Rep can provide pictures and revision usage, and confirmed that no other information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding disassociation, altr, and wear involving an accolade plus tmzf hip stem #3 was reported. Disassociation of the head from the stem and wear on the stem were confirmed, but altr was not confirmed. Method & results: -device evaluation and results: visual inspection: the reported device was not returned however photographs were provided for review. The photograph shows a recently explanted accolade plus tmzf hip stem #3 with trunnion wear. The observed damage on the stem is consistent with the loss of taper lock between the head and the stem. The photograph shows additional damage on the body of the stem that is consistent with attempted implantation/explantation. Material analysis: not performed as the device was not returned. Dimensional inspection: not performed as the device was not returned. Functional inspection: not performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient's left hip was revised due to altr and dissociation of the head from the stem. Intra-operatively, it was discovered that the trunnion then damaged the liner. The stem, head, and liner were revised. Rep can provide pictures and revision usage, and confirmed that no other information will be released by the hospital or surgeon.